Manufacturer narrative:
H3:product analysis #(B)(4) product ID:9560100, lot no:1788516 air analysis found that during the inspection at the time of acceptance, the requested phenomenon was reproduced, it was observed that there was a dent in the outer tube, and that a foreign object was visible when the focus was shifted. E1:initial reporter details are unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the health care provider via a manufacturing representative regarding a device used for spinal therapy. It was reported that the device has lack of field of vision. Patient involvement unknown. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that there were no patient symptoms reported regarding this event.